Event description:
It was reported that there was a crack in the arterial hub (female luer) of the catheter. Required treatment with different access on the same day. Pt required line insertion following day.